Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient receiving morphine (unknown dose and concentration) and dilaudid (unknown dose and concentration) via implanted infusion pump. It was reported that the patient's replacement unit had caused serious health issues. The new unit had overdosed the patient and they almost died. The trauma placed on the patient and their family was overwhelming and emotionally damaging. The patient thought they should be paid for their pain and suffering. Additional information was received on (B)(6) 2023 from the patient confirming the device waswith the pain pump, not the originally noted scs device. The patient noted they would do their best to explain in detail the dates of the activities that led up to and after the pain pump malfunction and replacement and severe drug overdose and ongoing affects that they had been experiencing. On (B)(6) 2022 , surgery was required to replace the original malfunctioned pain pump (not the spinal stimulator) that was installed on (B)(6) 2022 . Within 30 minutes of the patient returning home they started to get real sick, vomiting, diarrhea, etc. On (B)(6) 2022 , the patient noted the overdose was in full effect and their sister had gone home to check on them realizing something was wrong as the patient was mumbling, saying strange things and vomiting. The patient's sister called 911, an ambulance was dispatched and according to the paramedics, the patient was in full pulmonary distress with the patient's oxygen level dangerously low and remained low for a period. The healthcare provider (hcp) noted if the patient's sister allowed the patient to fall asleep, they would have died. The patient noted they did not recall anything in their life for about 3 weeks. It was the most horrifying experience of their life. The after affects were ongoing as they had lost a lot of their mental capabilities. For example, they can't remember things, names, dates, etc. The patient constantly felt like they were living within this bubble, confused and dazed. The patient noted, according to the physician, the settings from the original malfunctioned unit (refer to manufacturing report # 3004209178-2021-15658 for previous malfunctioned pump, motor stall file), where the titration rates were set high due to continuously increased over a period of 2 months as the patient was not getting any pain relief. On (B)(6) 2022 the new pump was activated with the settings from the defective pump with the high settings, large amounts of morphine were released and continued to flow into the patient's spine, overdosing him. The patient noted he had been unconscious in pulmonary distress. There were no changes in activity level, car accidents, it was the titration settings from the original pump being transferred to the new pump that caused the overdose. The hcp contacted a company representative to turn the patient's pump off or at the level where no medication was being delivered. After rehabilitations, the hcp replaced the morphine with dilaudid. The titration rate was set at the lowest therapeutic level and the issue resolved. The patient's weight was provided. It was reported that by the time I was able to eat or have an appetite, they had lost 31 lbs. Over a 3-week period.